Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient had three inappropriate shocks due noise on competitive rv lead. Lead expected to be revised at this time.